Manufacturer narrative:
(B)(4). Medical products: torque wrench 3/8 inch (9.5 mm) drive item# 00588102700 lot# unknown. Tibial component precoat size 3 item# 00588000300 lot# 62264737. Stem extension offset 11mm dia x 100mm length item# 00598802011 lot# 62550679. Femoral component option size d left item# 00588001401 lot# 62238153. Inset all poly patella standard item# 00597206526 lot# 62654377. (B)(6). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee revision the hexagonal wrench fractured. There was a two-hour delay in the procedure. There is no additional information available at this time.

Event description:
No additional information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed by visual inspection of the provided images. Visual examination showed that the screwdriver had a fractured hex feature/tip. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, g4, g7, h1, h2, h4, and h10.